Manufacturer narrative:
The unit did not have cracks around the display window. However, the unit alarmed motor error during rewind due to a corroded motor home switch. The unit had a cracked reservoir tube lip and a minor scratched display window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that there were cracks around the display window. The customer's blood glucose level was unknown. No further details were provided.